Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had a lead fracture some time prior to (B)(6) 2019 which led to a revision. There was a permanent implant of a surgical lead. No further complications were anticipated.